Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0khvu, implanted: (B)(6) 2014, product type: lead; product ID 3389s-40, lot# va0juve, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4). (B)(4). (B)(6).

Event description:
A healthcare professional of a patient indicated for movement disorders reported that starting in (B)(6) 2015 the patient had occasionally felt a weird tingling sensation down the patient's left side. There was a loss of therapy. The patient was seen by a neurologist on (B)(6) 2015 for left side tremor return and "electrical surges" which had begun in (B)(6) 2015. Impedance measurements were taken, two sets of electrical impedance measurements were done at 0.7v, 80pw, 100 hz with results of c/0-3868, 4397; c/1-1244, 1328; c/2-1235, 1328; c/3-1035, 5471; 0/1-3498, 4344; 0/2-3530, 4292; 0/3-3027, 4292; 1/2-32, 33; 1/3-1060, 2081 and 2/3-1064, 2056. The patient was programmed at c+0- ,<(>,<)> 2.7v, 60pw, 130 hz and therapy impedance was 2912 ohms and 0.944ma. The patient was referred to another healthcare professional where they were seen on (B)(6) 2015 for a plain film x-ray which indicated that the lead/extension appeared twisted/kinked. The implantable neurostimulator (ins) also appeared rotated. Compared to the old films the lead had not moved but the lead/extension had moved down to the clavicle area. There was no falls or traumas reported. The patient was re-programmed at c+1-, 2.5v, 6pw, 130 hz. The patient had brief relief of tremor but then tremor had returned and the patient's face pulled upright and eyes pulled shut. The patient was sent home on 0v and stimulation turned off. The patient was scheduled for an exploratory surgery on (B)(6) 2015. Further follow-up is being conducted to obtain information about actions taken to resolve the issue. If additional information is received a supplemental report will be submitted.